Event description:
Major pump unit(s) involved: blood pump. Additional text: dehissence of outflow graft secondary to infection. Specific component(s) involved: outflow graft malfunction/malposition additional text: dehissence of graft. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : explant of hm xve and pt placed on ECMO type: lvad.

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.